Event description:
During the service evaluation process conducted at the manufacturer facility the large led of the device was found to be broken out. As the event occurred during evaluation, there was no patient involvement or procedural delays associated with the event.

Manufacturer narrative:
Additional information: the reported events that the device has sticky buttons, broken leds and a bent tip were confirmed through the device inspection. Any physical impact to the navigated instrument will cause product damage or operational failure due to battery movement.

Event description:
During the service evaluation process conducted at the manufacturer facility, the large led of the device was found to be broken out. As the event occurred during evaluation, there was no patient involvement or procedural delays associated with the event.